Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "a giant mass". The right atrial (ra) and right ventricular (rv) leads were capped and the leadless implantable pulse generator (ipg) was inactivated. No patient complications have been reported as a result of this event.